Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan to report the one touch ping meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 3:30 pm, the patient obtained the blood glucose readings of 430 mg/dl, 586 mg/dl and 371 mg/dl on the reported meter within 20 minutes. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient was treated with 1.0 units novolog insulin; he did not seek any medical attention. Troubleshooting revealed the patient¿s testing technique was correct; no information was provided about the test strips. The patient returned the meter to lfs for evaluation. The meter was evaluated on (B)(6) 2013 and passed testing; the complaint could not be reproduced. The patient did not suffer an adverse event due to the reported meter. The patient experienced no symptoms and denied seeking medical attention, and the treatment correlated with the meter readings. However, as the test results fell outside expected values for precision testing this complaint is being reported.

Manufacturer narrative:
The lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint could not be reproduced. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.